Event description:
It was reported that intermittent capture was noted on the right ventricular (rv) lead. The physician elected to open the pocket and give more slack to the rv lead. The patient was stable.